Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-09742 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the device imagery, the delivery system was noted to be incompletely withdrawn into the sheath, with nose tip and extensive bunching of distal balloon observed outside of the sheath tip. The degree of balloon bunching was likely due to balloon damage altering the balloon profile, but unable to confirm the type of damage. Per review of the patient anatomy imagery, there was calcification in the patient's landing zone and horizontal aorta. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was able to be confirmed. The device imagery provided shows extensive bunching of the balloon distally. The available information suggests calcification likely contributed to the event as the patient anatomy imagery provided shows calcification was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transaxillary/subclavian transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the 26 mm commander delivery system balloon burst during deployment of the valve at nominal volume and an inflation pressure of 6 atm. The valve was able to be fully deployed. The delivery system was immediately withdrawn into the 14fr esheath+, and then the entire delivery system and esheath+ were removed as a unit. There was no difficulty withdrawing the delivery system. The perceived root cause of the event was heavy sinotubular junction (stj) calcification that may have interacted with the delivery system balloon during deployment. There was no patient complication during the procedure and there were no issues reported prior to the patient being discharged. Imagery of the delivery system was provided for evaluation. Per review of the device imagery, the delivery system was noted to be incompletely withdrawn into the sheath, with nose tip and extensive bunching of distal balloon observed outside of the sheath tip. The degree of balloon bunching was likely due to balloon damage altering the balloon profile, but the type of damage was unable to be confirmed. Per review of the patient anatomy imagery, there was calcification in the patient's landing zone and horizontal aorta.